Event description:
Patient with classic covid-19 symptoms, tested positive with np pcr swab. Had abbott igg antibody testing 6 weeks later. Results were negative. Abbott reports 100% accuracy of test but this is very likely a false negative. FDA safety report ID # (B)(4).